Event description:
The patient contacted animas on (B)(6) 2013 reporting high blood glucose levels up in the 500 + mg/dl range related to bad insulin. The patient reported receiving insulin via the mail and the vials were packed in a bag with ice. The patient indicated that some of the vials seemed to have changed concentration related to whether the supplies were frozen or not. The patient stated that the being used at the time of the elevation was changed out with a good vial of insulin and blood glucose levels resolved to normal range. The patient confirmed that there was no need for medical attention associated with the event. This report is made based on the allegation that the patient experienced hyperglycemia related to the use of bad insulin during insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return to animas. There was no indication of a pump issue related to the event. The patient attributed the event to the use of bad insulin in the pump. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.